Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced urethral and perineal pain. The mesh was removed via laparotomy and vaginal approach. The bladder was injured during the procedure which required a catheter for two weeks. No additional information has been provided.

Manufacturer narrative:
Date sent to FDA: 09/03/2019.